Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the device with another ventilator.

Event description:
The customer reported the primary alarm failed. No patient involvement, occurred at installation.